Event description:
It was reported that a clearlink continu-flo solution set would not flow. This occurred during patient infusion. The reporter stated that the device was being used in a setup where a primary set was being piggybacked into the lowest y-site of the device. The device was also attached to a transfer device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.